Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited air/water tube, air/water cylinder, jet tube, and plastic distal end cover all had foreign object.. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The evaluation results found that the ¿foreign material adhered to a/w channel,¿ ¿foreign material adhered to a/w cylinder,¿ ¿foreign material adhered to auxiliary water channel,¿ and ¿foreign material adhered to c-cover¿. The type of material or root cause could not be identified. It was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.